Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that since resuming the pump blood glucose levels were in the 300 - 400 mg/dl range and the reporter indicated feeling as if the pump was not delivering appropriately. The reporter confirmed that the supplies were changed out appropriately, there were no noted issues with air bubbles or leaking, and the sites were rotated avoiding areas of scar tissue. The reporter did indicate having increased pain recently. The pump was reviewed and the total daily dose history was found to be correctly adding up but the basal rates were 5-6 units off; the reporter confirmed that there were no changes in the basal rates and the pump was not turned off or suspended during the day. The reported blood glucose does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 04/20/2013 device evaluation: on investigation, the pump was exercised for 24 hours with no change in basal rate. The pump did not suspend on its own during testing. Normal bolus and audio bolus were both performed without issues and successfully recorded in the pump history. The keypad was tested and all the keypad buttons were noted to be normally responsive with no hypersensitive keypad buttons observed. The complaint was not duplicated during investigation.